Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on (B)(6) 2025 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced. The patient was discharged from the hospital after the procedure.